Event description:
It was reported that, "replaced liner with zimmer constrained liner due to pt dislocation." The reported device was implanted approximately 12 years ago, however, the exact implantation date was not provided.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was discarded by the hospital and was not returned to the MFR. The lot code for the reported device was not provided either. Additional info pertaining to the device, (including x-ray and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.